Event description:
Reporter alleged, discrepant pt blood glucose results of 357 mg/dl on inform system 1 versus 88 mg/dl on inform system 2, when comparative testing was performed within less than 10 minutes. Reporter stated 1/2 hour later, a lab measurement read 32 mg/dl and the pt was treated with 10 ounces of orange juice. After the pt was treated, another discrepant pt blood glucose comparison was reportedly performed yielding results of 321 mg/dl on inform system 1 compared to a reading of 47 mg/dl on inform system 2, when testing was performed at the same time. No other actions were taken or treatment was reportedly received. It was stated quality control testing was performed on the system 1 and 2 and both levels for each system were within acceptable ranges. Before the comparative tests were performed, it was indicated the pt refused breakfast, lunch, dinner, and all prescribed oral medications. It was stated the pt may also have been peripherally compromised when the testing was performed, however, no further specific information was available. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in inform system 1.